Manufacturer narrative:
Correction: h6.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the right ventricular lead was noted to be dislodged. Lead repositioning was attempted but was unsuccessful as the stylet was unable to advance through the lead. The lead was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
As received, a complete lead was returned in one piece. A stylet was able to be inserted in the inner coil and removed with no restriction. The measured full helix extension length was within specification. The reported event of lead dislodgment and failure to advance stylet through the lead was not confirmed. Additional findings included an external abrasion due to friction to the device can breaching the optim sheath only. The silicone insulation beneath was not damaged in this region